Event description:
As reported via medsun/medwatch from hosp risk mgmt dept: "pt with a complicated history of multiple episodes of perforated colon due to diverticular disease. He was left with a recurrent left upper quadrant end colostomy and recurrent expanding incisional hernia at the inferior border of the midline laparotomy scar. He was requesting re-establishment of gi continuity, that is take down of his colostomy and re-establishment of coloproctostomy as well as repair of this recurrent incarcerated, painful and expanding ventral incisional hernia."

Manufacturer narrative:
We have contacted the initial report to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Report indicates that the pt had and was treated for a recurrence, which is a known possible adverse event listed in the IFU. The report does not specify a specific product problem and no product was returned for eval, therefore, based on the currently available info, there is no indication that a failure in the device caused or contributed to the event.